Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a male patient that his humapen savvio device was not injecting insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1405v07, manufactured may 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. With the guidance of a trained professional, troubleshooting was performed, including priming the device, and the insulin was then released normally. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient also reported storing the device with the needle attached. The core instructions for use state to remove the needle after every use and to not store the pen with the needle attached. There is evidence of improper storage. The patient stores the device with the needle attached. This misuse may be relevant to the complaint and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a male patient of unknown age and origin. The patients medical history and concomitants medicaments were not provided. The patient received human insulin (rdna origin) nph (humulin n) cartridge via humapen savvio (red), at unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unknown time after starting the treatment with the human insulin via humapen savvio (red), the reporting consumer informed that humapen savvio (red) failed, it was not injecting the insulin (product complaint: (B)(4)/lot number 1405v07). Moreover, it was stated that on unknown date, the patient experienced high glycemia (values and normal range not provided) and was hospitalized due to this on (B)(6) 2020. The patient stayed one day at the hospital receiving an unspecified insulin as corrective treatment (as reported). It was informed that the patient left the needles on the device until the next application. It was noted the patient received assistance (from trained professional) and the device was reported to be working correctly. The event outcome was not provided. It was unknown if the human insulin treatment was ongoing at the time of the initial report. The patient was the operator of the device and it was unknown if the operator was trained. The duration of use for the device model and for reported device (lot number 1405v07) was unknown. The suspect humapen savvio (red) device associated with product complaint: (B)(4) was not returned to the manufacturer. The reporting consumer did not provide an opinion of relatedness. Edit 10jul2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update 13jul2020: additional information received on 13jul2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, and malfunction from unknown to no. Added date of manufacturer for the suspect humapen savvio (red) device, associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.